Event description:
It was reported that during a lap donor nephrectomy procedure, upon the initial firing on the renal artery, the gun closed and fired fine and staples had also formed but a lot of the staples were actually malformed upon closer inspection. Four further firings were completed. Staple line leak identified with the initial malformed first fire, towards the end of the procedure- this was resolved intra-operatively and procedure completed with no adverse outcome.

Manufacturer narrative:
Information anticipated, but unavailable at this time.